Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and determined the divergence temperature was out of calibration (too high).while verifying the main side temperature divergence, it was noted that it was also out of calibration. The technician tried to calibrate both temperature probes but none were available. The technician returned the next day and installed two new temperature probes and calibrated both to factory specifications. The unit was tested to factory specifications. All tests were performed successfully. The defective parts were reclaimed for an investigation. A supplemental medwatch will be submitted as soon as the investigation results becomes available.

Event description:
(B)(4). "The customer stated the hcu 30 would blank out the cardio side information prior to use." (B)(4).

Manufacturer narrative:
The manufacturer investigated the defective temperature sensors of the hcu30 in question. The investigation results are the following: both pt1000 elements were delivered with unoriginal labels (the labels include the necessary calibration values). It must be assumed that the labels were added by the customer or field service technician on the temperature sensors. The following values can be read from the unoriginal labels: (these values are unknown by the manufacturer): 2/1191,781; 50 grader 1/1194,168; 2/999,455; 0 grader 1/1001,049. The problem with the unoriginal labels is that it is not possible to identify clearly which calibration values belong to the red wire and which to white wire of the temperature sensors. Nevertheless, a measurement of the pt1000 elements has been performed by the life cycle engineering. The difference between the two measurements of the red and white cable of the pt1000 with the serial number (B)(4) is too large. The measurement result of 1032 ohm is also significantly higher than those in comparison with an ideal pt1000 (1003.9 ohm at 1 ° c) element. Due to this fact a defect of the pt1000 element with the serial number (B)(4) was confirmed. The measurement of the second temperature sensor with the serial number (B)(4) (two serial numbers were noted on the label) show no significant deviations, but without a precise allocation of the calibration values, the temperature sensor cannot be clearly configured and must therefore be declared as defect. Probable root cause: both original labels of the pt1000 elements are no longer present. The original calibration values on the labels are necessary for a proper configuration. The labels that are applied instead cannot be clearly assigned. Therefore the field safety technician on site could not calibrate the temperature sensors and replaced them. Conclusion: it can be confirmed that the product in question could not be calibrated due to incorrect calibration values on the labels. The cause for this is the unapproved modification of the device by replacing the original labels. However it can no longer be determined at which point of time and by whom the modification was performed.

Event description:
(B)(4).